Event description:
As reported, during an unknown number of electroporation procedures, an unknown quantity of safe-t-j rosen catheter exchange wire guides clung/stuck to the myocardium. The wires were not altered prior to use and resistance was not encountered upon insertion of the wires. Reportedly, the wires could no longer move in the internal lumens of another manufacturer's ablation catheters and therefore, the wires and catheters were removed together and the procedures were re-started. Although the customer reported a risk of cardiac tamponade and/or infection, there have been no reports of any patient developing tamponade or an infection. Per the customer, there is no "traceability" of the events. There were no adverse effects to any patient, and no additional interventions were required. The same type of event was reported in a specific case by the same customer. That event will be reported under patient identifier (B)(6).

Manufacturer narrative:
E1: customer name and address (B)(6). G4: PMA/510(k) number = k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 14nov2023. Resistance was encountered upon insertion of the wires.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6 (annex a) summary of event: as reported, during an unknown number of electroporation procedures, an unknown quantity of safe-t-j rosen catheter exchange wire guides clung/stuck to the myocardium. The wires were not altered prior to use. Resistance was encountered upon insertion of the wires. Reportedly, the wires could no longer move in the internal lumens of another manufacturer's ablation catheters and therefore, the wires and catheters were removed together, and the procedures were re-started. Although the customer reported a risk of cardiac tamponade and/or infection, there have been no reports of any patient developing tamponade or an infection. Per the customer, there is no "traceability" of the events. There were no adverse effects to any patient, and no additional interventions were required. The same type of event was reported in a specific case by the same customer. That event will be reported under patient identifier (B)(6). Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint devices were not returned to cook for investigation. The lot number was not provided to cook, and a search of sales history was unable to identify the lot; therefore, the device history record could not be reviewed. It is unknown if there were any non-conformances or additional complaints on the lot. The product IFU states ¿do not attempt to torque the wire guide. Use medical imaging when you manipulate the wire guide. Do not advance or manipulate the wire guide without visual evidence of the corresponding movement of the distal tip. Do not advance or withdraw a wire guide when resistance is encountered, as a perforation could occur.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the complaint file, dmr, and IFU suggests that there is evidence the devices were manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to the event(s). The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
**UDI related data quality updates only** this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.